Event description:
It was reported that the patient expired at home. There is no known allegation from a health professional that the death was related to the device. No further information is available at this time. The device data was reviewed and no anomalies were observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly was found.